Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was not providing sufficient benefit due to a post-operative migration of the electrode out of cochlea. This is a combined initial and final report.

Event description:
The device has been received at the UK office without prior knowledge of the explantation surgery taking place. Further information stated that there was a decline in auditory and speech perception performance and the electrode had extruded (channels 9,10,11,12 were disabled because they were extracochlear). The user has been re-implanted on (B)(6) 2023.